Manufacturer narrative:
It was reported that there was a sudden decrease in pacing impedance below 200 ohms. Lead also shows noise on iegm. Lead remains implanted. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinician reported noise on the rv channel in rv lead monitoring recording transmitted to home monitoring. Noise was intermittently reproduced during an in-office check on (B)(6) 2020. Lead to be evaluated further and remains implanted. Should additional information become available, this report will be updated.